Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-05856. It was reported that patient underwent explant procedure (related manufacturer reference number 1627487-2022-04686, 1627487-2022-04687, 1627487-2022-04688) wherein both drg leads were cut and left in situ due to scar tissue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.